Event description:
It was observed during the device evaluation, that the plastic distal end cover on the gastrointestinal videoscope has a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the incident occurred due to the use of high-frequency endo therapy accessories without maintaining sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use which is stated in: gif-1th190 operation manual, chapter 3 preparation and inspection 3.3 inspection of the endoscope, chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.